Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the blades of the monopolar curved scissors (mcs) instrument did not remain stuck in an open nor close position. The instrument was removed from the patient by squeezing the instrument release buttons. There was no need to remove the instrument and the cannula together. No images were available for review.